Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery consumption appeared to be higher than expected due to programmed settings and a high rate atrial sensing. Device reprogramming was recommended. At this moment the device remains active implanted. Clinic will continue to monitor, but will not change to vvi yet. No adverse patient effects were reported.

Event description:
It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery consumption appeared to be high due to programmed settings and a high rate atrial sensing. Device reprogramming was recommended. At this moment the device remains active implanted. Clinic will continue to monitor, but will not change programming yet. No adverse patient effects were reported.

Manufacturer narrative:
At this moment the device remains active implanted. At this point, the event is not considered a malfunction as the device is functioning as expected due to programming and the patient condition of atrial fibrillation (af). This investigation will be updated should further pertinent information be provided.